Event description:
It was reported the lead was explanted and replaced due to high impedance greater than 4000 ohms and oversensing. The oversensing led to inappropriate therapy. No further patient complications were reported as a result of this event. It was later reported that testing had revealed some noise on the sensing portion of the defibrillator lead "which suggested the lead was wearing out."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor was fractured; full lead in segments was returned for analysis.